Event description:
The customer reported a leak from a coulter lh 750 hematology analyzer. The volume of the leak was 1 ml and was contained within the instrument. The instrument operator was wearing gloves and a lab coat at the time of the leak. There were no reports of biohazard exposure to the leak. There were no erroneous results generated and patient treatment was not impacted in connection with this event. The customer found disconnected tubing from pinch valve vl129 from the tubing at the top of the reticulocyte chamber. The customer reconnected tubing at vl129 resolving the leak.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to the site. The fse verified the repairs. The instrument was running properly. (B)(4).